Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used : a) nakanishi examined the device history record for the subject x95 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. No problem was observed after service activities either. B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand to see bearing condition. Nakanishi observed that the bur did not rotate smoothly, which indicated abnormal rotation resistance. Nakanishi conducted a temperature test of the returned device in the following manner. Temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points farther toward the distal end of the device, testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the abnormal temperature rise at the test points (1) and (2) as follows after the beginning of the measurement ; (1) 68.0 degrees c, (2) 79.0 degrees c. The rise was so sudden that the temperatures, 68.0 degrees c and 79.0 degrees c were observed only about 30 seconds into the planned 5 minutes evaluation period. Nakanishi washed the inside of the handpiece using nakanishi pana spray plus. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Again, nakanishi measured the temperature rise of the papa spray plus-cleaned handpiece in the way described in c.1) and c.2). Nakanishi still confirmed the abnormal temperatures at the test points (1) and (2). Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed as follows. Damage on the r-bearing retainer of the bearing (on the headcap side of the cartridge). Abrasion of the gear. Nakanishi took photographs of all the disassembled parts and kept them in a file. Nakanishi then replaced the damaged cartridge and measured the exothermic situation yet again in the way described in c.1) and c.2). There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to the damaged ball bearing retainer on the cartridge side. The damaged ball bearing retainer came in contact with the outer race (bearing metal part) during rotation due to centrifugal action, which caused abnormal rotation resistance resulting in the handpiece overheating. Nakanishi also considers resin abrasion in repeated use as a cause of the damage observed on the ball bearing retainer. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. Nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance as instructed in the operation manual.

Manufacturer narrative:
On march 25, 2016, nakanishi made a phone call, but the dentist refused to provide the information about patient identifier.

Event description:
On march 24, 2016, an nsk handpiece, x95 (serial no. (B)(4)) was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to the handpiece overheating. On march 25, 2016, nakanishi made a phone call to the dentist to hear details. The details nakanishi obtained are the event occurred on (B)(6) 2016. The dentist was forming an inlay on a tooth of the patient's lower left jaw using the x95. During the procedure, the patient complained about the handpiece overheating. A burn injury (1 centimeter) was observed inside of the patient's left cheek. The patient was not anesthetized. No burn treatment was provided to the patient because the dentist determined that the injury did not need to be treated.